Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced pocket heating/warm during charging. It was also reported that the patient could not get a full charge and she had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no battery degradation which was previously reported but a charging error by the patient. The ipg was not revised.

Event description:
A report was received that the patient experienced pocket heating/warm during charging. It was also reported that the patient could not get a full charge and she had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure.